Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) had also gone into backup operation. A reset was performed, and the ICD was restored along with bluetooth telemetry. There were no patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss and a magnetic resonance imaging (MRI) was performed without the device being in MRI mode. No intervention was performed. There were no patient consequences reported.